Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that the patients skin broke down and an infection formed. The implantable neurostimulator (ins) was removed on (B)(6) 2017 and the issue was resolved at the time of the report. It was noted that the ins would be replaced in the future and there were no reports of device issues/allegations. The patient¿s medical history is unknown. Follow-up is not required at this time and there is no further information related to this event.